Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced dizziness and tachycardia, and that their physician prescribed medicine, but their heart rate did not slow down. The patient indicated that the physician suspected that the high heart rate was related to the device. No additional information could be obtained through follow-up. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.